Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was opened to be used during a ureteroscope titanium laser lithotripsy for right renal calculus procedure in the kidney performed on (B)(6) 2023. During unpacking, it was found that the mid part of the stent was fractured. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that the bladder coil was detached and torn, as well as the shaft and the suture hole was torn until the tip. The suture and positioner were not returned. No other problems with the device were noted. A functional evaluation could not be performed due to the condition of the device. The reported event was not confirmed. Based on the most relevant information of the complaint event description, device analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. All compiled information on this investigation determines that the most probable cause is failure to follow instructions since the interaction between the user and device caused or contributed to the error. The reported issue of a stent shaft break, it cannot be confirmed as no breaks were detected. However, other problems such as a detached bladder coil, torn suture hole, and torn stent were found. Therefore, the analysis code will be labeled as no problem detected.

Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was opened to be used during a ureteroscope titanium laser lithotripsy for right renal calculus procedure in the kidney performed on (B)(6) 2023. During unpacking, it was found that the mid part of the stent was fractured. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.